Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a contaminated battery board, and the q1 current controlling transistor and u13 cmos flash microcontroller were both thermally damaged. The root cause for the thermally damaged u13 and q1 components could not be positively identified. No adverse event resulted from the defective battery charger/modem.